Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing of premature ventricular contraction (pvc). Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.